Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during the load process. Additionally, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 157 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.